Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a sore on his back. The patient also reported that he was very itchy. The patient's skin was reportedly red, but was not broken. The patient's physician prescribed the patient a cream and advised him to remove the lifevest. Follow-up indicated that since removing the lifevest the irritation had healed.